Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the patient underwent uneventful right eye cataract plus stent procedure. The postop hyphema was characterized as grade zero (0) without visible layering/micro-hyphema which was self-resolving with reduced iop drops. The postop iop spike resolved with paracentesis and additional glaucoma medications (diamox & alphagan). According to the surgeon, retained viscoelastic, refractive glaucoma and inflammation contributed to iop increase. Per report, the patient was not on any anticoagulant medications. The patient status was reported as ¿improving¿ and the surgeon was managing the corneal edema.

Manufacturer narrative:
A review of the device labeling was completed. Corneal edema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The safety and effectiveness of the istent® trabecular micro-bypass stent has not been established in patients with refractory glaucoma. Based on the information received, retained viscoelastic, refractive glaucoma and inflammation likely contributed to iop increase. MFR# reference: (B)(4). H3 other text : placeholder.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, elevated iop and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following uneventful cataract plus trabecular micro bypass stent system procedure, the patient presented on day one (1) postop with hyphema associated with iop increase. Reportedly, the increased iop remained persistent at one (1) week follow-up visit, and was associated with decreased vision at that time. The patient is on additional glaucoma medication and is being monitored. Additional information has been requested.